Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was almost 500 mg/dl and the ketone level was high. A healthcare provider identified the ketones as being dangerous. Insulin injections were administered. The customer thought the high bg was due to a possible site issue; however, the hcp recommended the customer to temporarily use a backup pump for insulin therapy. At the time of the report, the customer requested tandem technical support assist with inserting a new site and the customer resumed pump therapy using the tandem pump.